Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right-side rupture diagnosed via ultrasound. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : no observed on the device. Additional observations. Crease fold observed on the device. Wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported, right side rupture. Diagnosed via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Un-reporting rupture.